Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir lip ring was missing. The customer¿s blood glucose level was 244 mg/dl. Customer reported that the reservoir was unable to lock in place. Customer did manual injection when they noticed lip ring was missing. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place and passed displacement test. Device received with scratched case, pillowing keypad overlay, and label damage, however no cosmetic damage noted at reservoir compartment or lip ring.